Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system exhibited gradual rising of right ventricular (rv) pacing lead impedance, reaching high out of range values over 2000 ohms. Technical services (ts) recommended further monitoring. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited gradual rising of right ventricular (rv) pacing lead impedance, reaching high out of range values over 2000 ohms. Technical services (ts) recommended further monitoring. This device remains in service. No adverse patient effects were reported. Additional information was received. This device was explanted and replaced and has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.